Event description:
User alleges that during a procedure, using d-50 IV administration sets the blood backed up into the drip chambers and could not obtain flow on two sets. Both sets were discarded and are not available for evaluation. One unused set from the same lot number was returned for evaluation.